Manufacturer narrative:
This report is submitted on june 28, 2022

Event description:
Per the clinic, the patient experienced pain and swelling around his implant site for a period of time. Previous attempts to address the issue included steroid injections, antibiotics, drainage of a cyst adjacent to the implant and re-positioning of the receiver/stimulator. The implant remains in-situ.

Manufacturer narrative:
Per the clinic, it was reported that the patient experience an infection at the implant site. The device was then explanted on (B)(6) 2022, and the patient has been reimplanted with another cochlear device during the same surgery. This report is submitted on august 16, 2022.